Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had bilateral capsular contraction syndrome (ccs) and lens vaulting was observed several weeks post-implant. This report reference the pt's right eye. Yag and lens repositioning were performed and subsequently the lens was exchanged with a different model lens. Please reference MDR #2031924-2014-00242 for the lens in the pt's left eye.